Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to faulty force sensor resistor. Device was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.